Event description:
Complaint was reported as the following: the stapler jammed during a procedure. No report of patient injury.

Manufacturer narrative:
The device sample was returned for evaluation. A follow-up report will be sent upon completion of the investigation